Event description:
Customer reported with an issue of error 200 ref 39. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the output voltage of pbdes 200w was observed to be low, out of range due to faulty power supply.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue of error 200 reference 39 was not able to be duplicated, however, during testing, the output voltage of pbdes 200w was found low, out of range due to faulty power supply. In addition, the units was noted running an old version software v2.06 and needs to be upgraded to v2.07. Housing found with multiple scratches. Review of fault log found 200 ref 79 showed ten times in the log indicated pk-rf thermistor failure (post check) thermistor temperature resistance out of range. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was caused by a faulty power supply unit. The faulty parts were replaced and the device returned to olympus quality standards. Olympus will continue to monitor field performance for this device.